Event description:
New information received states that the patient condition was stable before, during and after the procedure.

Event description:
It was reported that the rv lead was capped and replaced on (B)(6) 2017 due to a capture anomaly. No further information is available at this time.